Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, fold crease. Leak test was performed which found an opening on the posterior side. A microscopic analysis was performed which identified a smooth crease opening on the anterior side. The fill test inspection was performed, and the result is no blockage in the valve. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data: b.5., b.6., d.6b,d.9., h.3., h.6.

Event description:
Healthcare professional additionally reported "creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.